Event description:
It was reported that the device failed the dso (downstream occlusion) calibration. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that device failed downstream occlusion calibration. Review of event history found no errors. No service history within last twelve months. Visual and functional testing was performed. Was unable to replicate the complaint. Device successfully calibrated without errors or failure. Performed verification testing and device passed all testing criteria. Software updated.